Manufacturer narrative:
Unit unable to prime during the prime/a33 test due to protruded/loose drive support disk. No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 63mg/dl. Advised insulin pump would be replaced. No additional information was provided.